Event description:
It was reported that a partial flange to cannula separation occurred with one (1) size 4.0 ped device. This was detected as the pt was being suctioned. The device was removed and replaced. It is unknown how long the device had been in use when the problem was detected. Limited info regarding the event, pt and device usage/maintenance. There was one (1) pt involved and no reported injury. The device is not available for return.